Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the posterior haptic was noticed to be bent in two places upon exiting the injector into the capsular bag. The posterior capsular bag was ruptured and the lens dislocated. A vitrectomy was performed and the lens was exchanged. This report refers to the pt's right eye. Ref MDR# 1119279-2014-00211 for the lens used during the event.